Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The reported event was confirmed via observation of the display during functional testing. Possible evidence of moisture inside the controller was observed by visual inspection after functional testing. The display module was replaced with a known good part, which fixed the problem. The controller was in use when the reported event occurred. The reported event was confirmed to be a defective display module. The actual root cause was confirmed to be a defective controller display module, possibly as a result of exposure of the controller to fluid. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient at home experienced a controller with a poor display. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.